Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a device error, service required message "the device will not charge up". There was no report of patient involvement.